Manufacturer narrative:
Product analysis: the product was not returned, therefore, no product analysis can be performed. Conclusion: the IFU states: ¿continue to turn the micro knob until both frame loops disengage. Use orthogonal views under fluoroscopy to confirm that the frame loops have detached from the catheter tabs. If a frame loop is still attached to a catheter tab, under fluoroscopy, advance the catheter slightly and, if necessary, gently rotate the handle clockwise (<(><<)>180°) and counterclockwise (<(><<)>180°) to disengage the loop from the catheter tab.¿ it was reported that the user correctly followed this technique. The device was not returned for analysis nor was the procedural film submitted for review. Therefore, further identification of contributing factors could not be evaluated nor can a conclusive cause be determined. Procedural films have been requested. Should additional information be received, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, there was difficulty releasing the frame hooks from the delivery catheter system (dcs). The valve was pulled out of the annulus and released in the ascending aorta. A non-medtronic valve was implanted with no adverse patient effects reported. It was reported that the prescribed release maneuvers described in the IFU were performed. The customer discarded the product. The procedural films have been requested.

Manufacturer narrative:
The lot history record was reviewed and showed that the delivery catheter system (dcs) met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The cineangiographic images that were provided did not document the valve implant. The first cine series showed the valve already implanted in the ascending aorta and then documented implant of the replacement valve. The dcs was not returned for analysis. From the available information, a conclusive cause for the reported entanglement and subsequent difficulty with valve release cannot be determined. A frame loop entanglement can occur based on the orientation of the valve frame loops/ dcs tabs to the patient anatomy, or based on the angle of deployment between the valve frame and the dcs. The instructions for use provides the instruction to ensure both frame loops have released prior to removing the dcs, as well as techniques to release a frame loop if one remains attached. It is unknown and cannot be confirmed without a cine record whether the proper technique was followed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.